Manufacturer narrative:
(B)(4). Report source: source: (B)(6) . Journal article: matias hemmilä, inari laaksonen, markus matilainen, antti eskelinen, jaason haapakoski, ari-pekka puhto, jukka kettunen, konsta pamilo & keijo t mäkelä (2021) implant survival of 2,723 vitamin e-infused highly crosslinked polyethylene liners in total hip arthroplasty: data from the finnish arthroplasty register, acta orthopaedica, 92:3, 316-322, doi: 10.1080/17453674.2021.1879513 concomitant medical products: unknown stem, unknown cup, unknown liner, unknown head. Multiple reports were submitted along with this report 0001825034-2021-03442, 0001825034-2021-03443, 0001825034-2021-03444. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Deviced not returned for evaluation.

Event description:
It was reported in a journal article that 1 patient underwent revision due to unexplained pain. Additional information on the reported event is unavailable.